Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that a missing needle was reported. The patient inserted a new wearable and alleged that the needle was missing from the auto applicator and remained in her skin. The patient confirmed it was the needle and not the sensor wire. On (B)(6) 2025 at 9:00 am, the patient consulted a nurse practitioner at a ¿complete care clinic¿ and had an x-ray which showed no evidence the needle remained under the skin. Although the imaging was negative, the patient was discharged home with a prescription oral antibiotic medication prophylaxis (amoxicillin 875 /120 mg, twice per day every 12 hours). No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect impact code - prophylactic treatment.